Event description:
It was reported that the patient experienced hyperglycemia while using the ilet with a dexcom g7 and received clinician-directed multiple daily insulin injections without pausing or disconnecting the ilet, which constituted an improper procedure and raised concern for insulin stacking; no device component malfunction was implicated. Symptoms included no reported clinical signs or conditions beyond the elevated blood glucose. Outcomes included no health consequences or impact. Investigation included interviews with the patient and care team and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to failure to follow instructions, and no applicable device component issues. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.